Event description:
Philips received a complaint on the v60 ventilator, indicating that a caster on the v60 stand is damaged and needs replacing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: the remote service engineer (rse) informed the customer of the part information for the caster lock and the 17mm flat wrench needed to take off the broken caster. The customer provided in a good faith effort (gfe) response on (B)(6) 2022 that the parts were ordered and received. The customer stated that the parts would be replaced once the device was out of use and available, or during the next preventative maintenance. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.